Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege, pt has suffered and will continue to suffer personal and economic injur(ies) as a result of the implantation with the asr hip implants, including but not limited to, necessary and costly revision surgery, hospitalizations, conscious pain and suffering, inability to walk, inability to stand for long periods of time, inability to perform activities of daily living, bodily impairment, loss of enjoyment of life, mental anguish and emotional distress. It is further alleged that pt is currently scheduled to undergo another revision surgery to have the right asr hip implant explanted in (B)(6) 2011.